Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 4 of 5. The patient was connected at the time of the alarm. The supply bag fell and became disconnected causing the alarm. The technical service representative (tsr) assisted the home patient (hp) to troubleshoot the alarm. The hp disconnected using aseptic technique and would complete therapy via manual supplies. The hp agreed to notify the peritoneal dialysis (pd) nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but no injury or medical intervention was reported. During a follow up with the hp regarding the reported problem, it was revealed that the bag fell and disconnected because her line became tangled when she rolled over in the middle of the night and pulled the bag off the table. The hp said she finished with manual supplies. The hp could not remember if she notified her nurse of the incident; the hp was advised to notify their nurse due to the nature of the alarm. The hp continued therapy fine since with no other complications.